Event description:
I was implanted with essure in 2006 in the physicians office. There were complications during the procedure for which I was awake. I began having unexplained pain and symptoms including, severe, heavy bleeding and clotting during my menstrual cycle, horrific abdominal and lower back pain, constant stabbing in my tubes, ice pick headaches, itching skin, rashes, debilitating joint pain (hips and hands), twitching, acute vaginal pain, body aches, painful intercourse, irregular menstrual cycles, severely anemic. I had a hysterectomy in 2014 for the purpose of removing essure and the majority of these symptoms went.